Event description:
Analysis of the returned device found the guidewire to be fractured. There was no patient involvement.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no issues were found. The DHR review showed device met all required specifications upon its release. Analysis of the returned device noted a fracture 108 cm from the distal end. The broken proximal section was not returned. The fractured side of the guidewire was sent for scanning electron microscopy (sem) analysis. According to the additional analysis performed, the fracture had occurred due to bending overload, which could have caused the proximal end to detach from the remainder of the guidewire. Therefore, it is possible that during unpacking, the device was not handled carefully resulting in the fracture when the guidewire was manipulated and removed from the dispenser hoop. Without the dispenser hoop or proximal end of the guidewire evidence of mishandling of the guidewire is inconclusive. The cause of the fracture remains unknown.